Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("pain immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reactions"), genital haemorrhage ("abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed"), headache ("pain in the head"), premature menopause ("early menopause"), arthralgia ("pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems after implantation") and scar ("scars were left behind") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, hypersensitivity, genital haemorrhage, menstrual disorder, headache, hormone level abnormal, premature menopause, arthralgia, fatigue, amnesia, disturbance in attention and scar outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause, procedural pain and scar to be related to essure. The reporter commented: after insertion of essure, various physical complaints have developed. There is a discrepancy between the initial document and the follow up (different dates for inserting essure: (B)(6) 2013. Permanent physical injury, patients were unable (or are unable) to work (temporarily or permanently). Lot number:50647767. Manufacture date:2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2022: quality safety evaluation of product technical complaint (ptc). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material was removed') in a female patient who had essure (batch no. 50647767) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remotion of the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion of essure, various physical complaints have developed. There is a discrepancy between the initial document and the follow up (different dates for inserting essure: 21-jan-2013 and 22-sep-2014). Lot number: 50647767 manufacturing date: 2012/02 expiration date: 2015/02 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material was removed') in a female patient who had essure (batch no. 50647767) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remotion of the essure). Essure was removed. The reporter considered medical device removal to be related to essure. The reporter commented: that after the treatment with the essure, various physical complaints have developed. There is a discrepancy between the initial document and the follow up (different dates for inserting essure: (B)(6) 2013 and (B)(6) 2014). Most recent follow-up information incorporated above includes: on 3-mar-2021: the adverse event "injury nos" has been deleted and "the foreign material was removed has been added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("pain immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reactions"), genital haemorrhage ("abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed"), headache ("pain in the head"), premature menopause ("early menopause"), arthralgia ("pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems after implantation") and scar ("scars were left behind") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of the essure). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, hypersensitivity, genital haemorrhage, menstrual disorder, headache, hormone level abnormal, premature menopause, arthralgia, fatigue, amnesia, disturbance in attention and scar outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause, procedural pain and scar to be related to essure. The reporter commented: after insertion of essure, various physical complaints have developed. There is a discrepancy between the initial document and the follow up (different dates for inserting essure: (B)(6) 2013 and (B)(6) 2013. Permanent physical injury, patients were unable (or are unable) to work (temporarily or permanently). Lot number: 50647767 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2022: specification of the events requiring medical device removal was received: pain immediately after implantation, severe chronic pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss and concentration problems after implantation, menstrual cycle changed, abnormally heavy bleeding, hormonal problems, allergic reactions, early menopause and scars. New reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.